Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) reported the suspect device belongs to universal health services not (B)(6) hospital. The suspect device will be serviced by a third-party company. Therefore, no cause could be established at this time.

Event description:
The customer reported while using the vela ventilator; the unit has a blank screen. The customer reported there is no patient involvement associated with the event.